Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the controller test showed a green indicator and no abnormality was identified. However, after actual deployment, the web failed to detach. The device was retrieved, and the procedure was successfully completed using an alternative product. The patient was reported to be stable.